Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod loose, air bubbles and harm/bleeding on lot # 8344554. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #8330977. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm wholeunit experienced a plunger that was loose/fell out/separated during use. The following information was provided by the initial reporter: material no.: 324909, batch no.: 8330977. Verbatim: consumer reported plunger rod loose and it creates air bubbles when drawing the insulin. Consumer re-uses her syringe, said she never had a problem in the past. She also stated that during the injection she pulls the needle out of the injection site before administering all the insulin just to make sure that she does not inject into a blood vessel. Sometimes there is a little blood on the needle so then she finds another area to inject. Lot # 8330977, catalog # 324909, exp date 12-31-2023. Date of event unknown. Samples have been discarded.